Event description:
It was reported that patient underwent acl procedure utilizing a screwdriver on an unknown date. When the surgeon attempted to tighten the screw, the tip of the screwdriver fractured in the screw. The tip was retrieved from the screw. There were no fractured pieces retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. It is recommended that all instruments be regularly inspected for wear and disfigurement." The following sections could not be completed with the limited information provided. Date of event - unknown. Occupation - unknown.

Manufacturer narrative:
Product was forwarded to supplier manufacturer for evaluation. There was no anomaly in the driver tip, no corrosion and the hardness meets the print specifications. There is no anomaly in the material composition. The root cause to the fracture of the tip cannot be traced to the driver. It is hypothesized the screw driver was not used in its intended fashion. The likely cause of the fracture is a bending overload (possibly torsional) starting at one of the lobes, which is rounded. The rounded lobe is a symptom of wear on the instrument or possible damage prior to the failure of the instrument.